Event description:
Director of bio med engineering reported over infusion with pump. Nursing checked pump at start of shift (7:00 pm) and reported pump was ok. At 11:30pm pump was opened due to alarm and nurse found bag was empty. Pump indicated 37.9 ml volume remaining. Nurse started new therapy with new pump. Info regarding infusion rates or total bag volume is not available. There was no report of pt injury or medical intervention.